Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no: 787231) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1996, c-section in 2000 and dysfunctional uterine bleeding. Concurrent conditions included morbid obesity, allergic rhinitis, hypertension, asthma, gerd, anxiety, depression, fibromyalgia, osteoporosis, back pain, vitamin d deficiency, rheumatoid arthritis and bipolar disorder. Concomitant products included alendronate sodium (alendronate), alendronate sodium (fosamax), amlodipine, amlodipine besilate (norvasc), budesonide;formoterol fumarate (symbicort), bupropion hydrochloride (wellbutrin), celecoxib (celexa), chlortalidone (chlorthalidon), docusate, gabapentin, hydrochlorothiazide, irbesartan, lamotrigine (lamictal), lisinopril, loratadine, methadone, methocarbamol, methocarbamol (robaxin), mometasone, mometasone furoate (nasonex), naproxen, omeprazole (protonix), oxybutynin, pantoprazole, potassium, prednisone, pregabalin (lyrica), quetiapine fumarate (seroquel), risedronate sodium (risedronate), salbutamol (albuterol hfa), sennoside a+b, solifenacin succinate (vesicare), trazodone, valsartan, vitamin d nos (vitamin d) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with hydrocodone, medroxyprogesterone acetate (depo provera), sumatriptan succinate (imitrex df) and surgery (salpingectomy (bilateral removal of fallopian tubes),knee surgery and to remove essure-bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 71 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, allergic rhinitis, hypertension, asthma, gerd, anxiety, depression, fibromyalgia, osteoporosis, back pain, vitamin d deficiency, rheumatoid arthritis and bipolar disorder. Concomitant products included alendronate sodium (alendronate), alendronate sodium (fosamax), amlodipine, amlodipine besilate (norvasc), budesonide;formoterol fumarate (symbicort), bupropion hydrochloride (wellbutrin), celecoxib (celexa), chlortalidone (chlorthalidon), docusate, gabapentin, hydrochlorothiazide, irbesartan, lamotrigine (lamictal), lisinopril, loratadine, methadone, methocarbamol, methocarbamol (robaxin), mometasone, mometasone furoate (nasonex), naproxen, omeprazole (protonix), oxybutynin, pantoprazole, potassium, prednisone, pregabalin (lyrica), quetiapine fumarate (seroquel), risedronate sodium (risedronate), salbutamol (albuterol hfa), sennoside a+b, solifenacin succinate (vesicare), trazodone, valsartan, vitamin d nos (vitamin d) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with hydrocodone, medroxyprogesterone acetate (depo provera), sumatriptan succinate (imitrex df) and surgery (salpingectomy (bilateral removal of fallopian tubes),knee surgery and to remove essure-bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 71 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Lot number added. Lab data added. Her demographic was added. Concomitant medication and condition added. Events abnormal bleeding (vaginal), menorrhagia, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Event perforation nos updated to fallopian tube perforation as bilateral salpingectomy had done for essure removal. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, genital haemorrhage, pelvic pain and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.